Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
It was reported by the optician that a (B)(6) male consumer returned to the optic shop with signs of conjunctivitis presumably viral in etiology and with a suspected acanthamoeba infection, about one month after purchasing the contact lenses. The consumer received unspecified treatment, but there was no visible improvement in the symptoms at the time of report. The consumer planned to follow-up with an ophthalmologist on (B)(6) 2017 for further testing and treatment. On 03/03/2017 additional information was received stating that the treating physician reported that the consumer followed the directions for use in regards to the complaint product, and reported that the wearing of contact lenses could be a contributing factor to the event. Additional information has been requested but not yet received.